Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient weight is unknown). According to the complainant, the system went into the cool down phase, and the sheath and tenaculum were moved. Hot saline was present in the cavity and caused a "minor" burn to the outside of the cervix. The burn was treated with silvadene cream. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿ an additional attempt has been made to obtain follow up event details with no response from the clinician.